Manufacturer narrative:
Date rec'd by MFR: 18oct2019. The battery was received for evaluation. There were no signs of damage or contamination to the exterior of this unit. The customer returned backup battery was allowed to charge for approximately 10 hours attached to a test ventilator. Further investigation revealed that this backup battery was returned in an inactive / depleted state. The backup battery was tested and no failures were identified after fully charging the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported intermittent issues with the unit not turning on or off. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer stated that they had tried with just alternating current (ac) and with just direct current (dc) connected, but the problem persisted. The fse recommended replacing the power management (pm) printed circuit board assembly (pcba). The customer believed the issue was resolved after replacing this part, but the issue occurred again shortly after the repair. The unit would not turn off, or operate on battery power. The fse advised the customer to replace the battery, or user interface (ui) assembly. The customer reported that after replacing the battery, the unit would operate on battery power but would still not turn off. The customer then replaced the ui pcba, which resolved the issues with the unit turning on and off.

Event description:
The customer reported intermittent issues with the unit not turning on or off. There was no patient involvement.